Event description:
It was reported to philips that the system experienced a power failure and shut down during a procedure. The system was in clinical use. No harm was reported to philips. Philips has started an investigation for this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the coronary treatment was completed as planned by restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed the machine was automatically got shutdown due to power failure. Upon functional testing fse identified uv coil got faulty inside ups output mcb. To resolve the issue fse removed iron core of 3-phase supply around which cbct was being mounted and replaced uv coil of ups output mccb. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.